Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a high blood glucose level and a no delivery alarm. The customer reported that they reconnected it and it began to deliver insulin again. The customer's blood glucose level ranged from 467 to 589 mg/dl. The customer treated with the insulin pump and a manual injection. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.